Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Further information was sought from the customer but this was not provided. A lot check revealed no other complaints of this nature for lot number 120905. Conclusion: without the device and with no details as to the nature of the damage to the mr290 chamber feedset, we are unable to determine what caused the problem as reported by the customer. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that the feedset of an an mr290v humidification chamber had broken. No patient consequence was reported.